Event description:
During follow-up, noise leading to oversensing and myopotential oversensing was observed on the right atrial (ra) lead. Noise could be reproduced via provocative testing. Lead damage was suspected but not visible via diagnostic imaging. Lead revision was anticipated. The patient was stable and there were no adverse consequences.